Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard winged needle did not retract. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person. Incident details: when starting an IV with the 22ga angiocaths, the needle does not retract when the button is pressed and/or there is a delay in the retraction of the needle. Frequency of problem: multiple times.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381923 and lot number 4222720. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.